Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, there was a clot in a canister and it was approx 400cc clot. They pulled it out of canister and weighed it. The customer stated that the triton canister reading thought to be underestimated due to the presence of the clot. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, there was a clot in a canister and it was approx 400cc clot. They pulled it out of canister and weighed it. The customer stated that the triton canister reading thought to be underestimated due to the presence of the clot. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.